Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt presented to the emergency room with a 24 hour course of progressive abdominal pain with redness adjacent to her gastric stimulator implant. The pt had nausea, but had not vomited. The pt was admitted to the hospital. Cultures drawn from the pacemaker pocket showed staphylococcus aureus. The pt was taken for exploratory abdominal surgery. The incision from the placement procedure was re-opened and a large amount of purulent fluid issued forth. The stimulator was removed. Upon entering the abdomen, there was a large amount of bowel frozen to the midline wound. The pacer wires were cut and not dissected as this would have lead to an enterotomy. The wires were encapsulated by good tissue. The abdomen was closed and the pt was taken in stable condition to the recovery room. Further antibiotics were planned.